Event description:
It was reported that pump displayed malfunction alarm code 12 with fault ID 0x2071, and no notable events occurred prior to the malfunction. There was no adverse impact to the customer's blood glucose level. Customer contacted technical support, received instructions on how to reset pump, successfully reset malfunction without recurrence, was advised to continue using pump, and was instructed to call back if malfunction code recurred.